Event description:
It was reported that the programmer generated an error code message. The service diskette was run but the issue did not resolve. The programmer was returned for service. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Programmer locks up on the logo screen then boots to a system error after running tools. The display drops. ECG (electrocardiogram) connector is loose on a printed circuit board.